Manufacturer narrative:
The investigation into high purge pressure has been completed. Returned product was investigated and biomaterial was found to be in the cannula and purge gap. The pump was connected to a console in the lab and high purge pressure reproduced. Then, a window was cut in the catheter just proximal to the motor housing and there was no blood ingress. Finally, a cut was made through the catheter at that same location, and the high purge pressure immediately resolved. From returned product it was determined that the root cause of the high purge pressure was most likely be biomaterial. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20410.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the impella rp was implanted for right ventricle failure following heartmate3 implantation. After 20 minutes of support the purge pressure high alarm triggered. The impella was running at p8 with outflow of 2.9 l/min. Changing the purge cassette and lowering dextrose concentration did not solve the problem. The impella was removed, and extra corporeal membrane oxygenation was used for right support. The patient survived the event.